Event description:
It was reported that the device had an intermittent issue with epidural medications not flowing despite the pump indicating normal operation. Per reporter, the clinical engineer identified that the green clamp inside the cartridge, which regulates flow, sometimes remains pinched due to excessive compression or stickiness of the tubing, preventing proper fluid delivery. There was no patient harm or adverse event reported.

Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.